Event description:
The aequalis devices were implanted to the patient's right shoulder. The devices were removed because the patient got an infection (maybe from kidney) while the surgeon thought that the infection was not caused by the implant. Because the patient was quite elderly, revision was not considered, and the surgery was completed with a cement mold containing antibiotics.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
The aequalis devices were implanted to the patient's right shoulder. The devices were removed because the patient got an infection (maybe from kidney) while the surgeon thought that the infection was not caused by the implant. Because the patient was quite elderly, revision was not considered, and the surgery was completed with a cement mold containing antibiotics.